Event description:
Following a diagnostic procedure an angio-seal was placed; the physician had indication of good device positioning; however, as the physician began to tamp the collagen sponge he observed that the tamper tube was moving further into the puncture tract than would normally be expected. Persistent oozing was noted from the site following the application of the tension spring. Within approximately 1-2 hours the pt's lower extremity was noted to be cold and without palpable pulses. A vascular consult was obtained, and the pt was taken to surgery where the anchor was found to have been deployed intra-arterially on plaque, and the collagen was found to be intra-arterial with thrombus formation. The device anchor and collagen were removed. The pt tolerated the procedure well, and was later discharged home wihtout furthr sequelae.